Event description:
It was reported that the patient was admitted to the hospital due to a superficial wound healing problem at the lead incision site following implantation of a spinal cord stimulation (scs) lead. Laboratory tests showed elevated inflammatory markers; therefore, the patient underwent further diagnostic evaluation and treatment. Magnetic resonance imaging (MRI) ruled out an infection of the lead. With local antiseptic measures, stable wound conditions were achieved. The patient was administered prophylactic antibiotic therapy due to the suspected superficial wound infection. The patient was subsequently discharged. The patients' symptoms did not change, and she was readmitted to the hospital for a wound revision procedure.